Event description:
Caller states that the customer received results of 402mg/dl, 297mg/dl, and 163mg/dl within a few minutes of each other on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.